Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed on how to reset the pump, with technical support providing guidance, and was advised to continue using it while monitoring for any recurring issues.